Event description:
Discrepant advia centaur troponin ultra results were obtained. Upon retest, corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur troponin ultra results were obtained. Upon retest, corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences, due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur troponin ultra results were obtained. Upon retest, corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences, due to the discrepant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicated that the cause of the discrepant troponin ultra results was due to the malfunction of the certification kit parts and the sample handling parts. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicated that the cause of the discrepant troponin ultra results was due to the malfunction of the certification kit parts and the sample handling parts. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the certification kit parts and the sample handling parts. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.